Manufacturer narrative:
(B)(4).evaluation summary: the device was serviced on-site by a field service technician. A review of the alarm log identified an occurrence of the downstream occlusion alarm, confirming the reported condition. The cause of the downstream occlusion alarm was determined to be an out of calibration downstream occlusion sensor. To correct the condition, the downstream occlusion sensor was calibrated. The device was serviced and restored to a good working condition. Should additional relevant information be received, a follow-up MDR will be submitted.

Event description:
It was reported that a flogard infusion pump presented an occlusion alarm. There is no report of patient involvement. No additional information is available.